Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital eight days after admission. At the time of this report, the patient was recovering from the event. Dianeal therapies were ongoing. Additional information was requested, but is not available at this time.